Event description:
It was reported that the patient was seen by their primary hcp for weakness in their left leg. The drug pump contained dilaudid and clonidine at a dose of 16 mg/day. Two days later, a 2 cm mass at the catheter tip was noted on MRI and in the operating room. The hcp was unable to remove the mass, so the tip of the catheter was removed. After the surgical procedure, the patient's dose was decreased to 8 mg/day. The final patient outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.